Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed several ventricular fibrillation (vf) episodes in which shocks did convert for a short period and then patient returns back to vf. After the last shock the patient was still in fine vf with some under sensing. At other episode a burst of anti-tachycardia pacing (atp) is delivered and does not change the rhythm. At the last event there was a fine vf with one burst of atp but the right atrial channel appears almost as a flat line and some pacing noted. The presenting electrogram showed atrial pacing and ventricular pacing with no response on shock channel and atrial pacing is scarce. There was also an alert for high, out of range shock impedance values. The ICD and rv lead remain in service. No additional adverse patient effects were reported.